Manufacturer narrative:
The product was cleaned. Minimal signs of usage can be found at the shaft. Blank areas without diamond-coating are recognizable. The investigation was carried out by the supplier. Returned part has been observed. The bar is slightly worn, this could result from a normal usury of the instrument under standard conditions of use. The nickel layer which maintains the diamond grits has a sufficient thickness according to internal prescriptions (diamond grits are covered by two-thirds of nickel). No fault was found, no material defects was noted after analysis. The device quality and manufacturing history records has been checked by the supplier for the available lot number. The device history file has been checked and found to be according to the specification of the supplier valid at the time of production. Despite a light usury due to the device, no defect was found during analysis. Corrective action: a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Evaluation on-going.

Event description:
Country of complaint: belgium. It was reported that during an ent operation, 4 new diamond coarse burrs were used, and diamond grains fell from each of the burrs into the operation area. The surgeon saw the grains falling immediately through the microscope and removed the grains from the site. There was no patient injury or harm. Four medwatch reports are being filed related to this incident, including: 2916714-2016-01047, 2916714-2016-01048, 2916714-2016-01049, 2916714-2016-01050.